Event description:
Pain effusions of knee requiring ER visit and ultrasound. Arrives at ER for evaluation of right knee pain/ swelling had b/l knee injections on (B)(6) at (B)(6). Has aching in left knee but no swelling. Right knee is swollen and has constant tightness. Patient worked as lpn for 8 hours on day of injection. Was supposed to work 12 hours on (B)(6) but was in too much pain and left work early. Dose or amount: synvisc one. Frequency: 1 x. Route: intra-articular. Dates of use: (B)(6) 2017. Diagnosis or reason for use: osteoarthritis. Ndc # (B)(4).